Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash under one of the electrodes. The patient's skin was reportedly red and raw. The patient applied cream to the rash, but consulted his dermatologist for additional medication. The dermatologist prescribed the patient additional medication. The patient reported that the rash had improved.